Event description:
The customer reported that the pdm was providing incorrect bg readings. He ended up visiting the hospital to treat "high" bg's (specific bg readings weren't provided but it is assumed that levels were greater than 250mg/dl). The pdm will be returned for evaluation.

Manufacturer narrative:
The pdm was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to erroneous bg results. Testing performed on the bg meter confirmed that all bg readings were within the specified tolerance limit. Per the omnipod user guide, the user is instructed to confirm bg readings with another device before taking any action. In addition, the user is instructed to check their bg levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.